Manufacturer narrative:
Device was received at eri. There was evidence from the device image that device was programmed to high field settings. Analysis of device was performed, did not find any anomalies other than device at eri. Longevity assessment was performed based on field settings, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. The customer complaint of premature discharge of battery was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator exhibiting premature battery depletion. The device was explanted. The patient was in stable condition.